Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's ipg replacement was per physician and patient's preference. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.